Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead, implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2009. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage and stretching; full lead in segments returned and analyzed.

Event description:
It was reported that there were chronically high lv (left ventricular) thresholds which lead to early battery depletion, and the device was noted to be at rrt (recommended replacement time). The device and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.